Event description:
Ed gurney mattress was cleaned according to policy following the care of a pt. During normal cleaning, there was no fluid leakage, punctures, breaks in the integrity of the mattress being cleaned. However, due to the history of previous mattress issues, the staff completed an add'l step to ensure the integrity of the mattress. That step involves taking a clean, dry white paper towel and placing on the mattress with pressure applied by the staff member's hand palm. When this step was taken, the mattress leaked urine looking fluid onto the paper towel. The mattress was bagged and taken out of use.